Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she keeps getting a no delivery alarm on the insulin pump. Customer has to reset it and every once in a while, it occurs again. Customer's blood glucose was over 125 mg/dl. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Customer also had problems with her blood glucose going too low. Customer's blood glucose was between 125-140 mg/dl. Customer stated that she has been getting low blood glucose for about a week now. Customer's blood glucose was over 40 mg/dl. Customer stated that her blood glucose would be in the 40's and 50's mg/dl. Customer stated that she was missing a bolus from this morning. Customer was at 120 mg/dl and had 50g of carbs. Customer's blood glucose was 100 mg/dl last night. Customer stated that her lifestyle has slowed down. Customer was advised to speak with a health care professional. Customer's pump passed the displacement test.